Event description:
The customer reported 'filament regulator failure' errors during pt care cases. No pt or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided. This malfunction may have resulted in a possible accidental radiation occurrence.